Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had low helium alarm during routine maintenance. There was no patient involvement.

Manufacturer narrative:
Due to initial character limitation, event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. X5 would not reach 175 mmhg in 30 seconds. The fse dismantled and cleaned all connections of the fill and drive manifold. Regulator, helium regulator, and tank calibration were performed. The helium regulator was calibrated around 270. The low helium calibration was down to 3mmhg after performing the low helium calibration tens of times. The fse confirmed that x5 reached 175 mmhg in 30 seconds several times. The fse replaced the bodok seal on the external tack. The all manifold tests was performed. The pim leak status failed (101). The all manifolds pim and drive vacuum leak failed the leak diff 37. The fse replaced the pneumatic module assembly (0997-00-1178) and the drive manifold (0104-00-0031). The fse performed all calibrations, leak tests, and tests several times. All passed. The low helium level messaged appeared again. The rate of x5 filling was low. The fse checked all connections (electrical and pressure lines) and calibrated the high and low vacuum regulators. The fse stated that if the internal tank has been purged and is empty ( like when low helium tank transducer cal is performed), and the device will start up in normal mode (not service mode). When the console is inserted in the cart, the cylinder indicator will briefly display the tank in red even when it is full. It should disappear in a few seconds. The fse performed a balloon function test for a day and a half. The iabp was cleared for use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing (B)(6): ar (B)(6) 2025. The failure analysis and testing dept. Received part number 0997-00-1178 and 0104-00-0031 with a reported unit failure of low helium and alarming. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. 0997-00-1178 fails with leak differential pressure at 101mmhg. No root cause defined. 0104-00-0031 passes. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(6).